Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0ml received in an opened pack with an opened tray. Without cap but with one needle which still attached. No defect observed.

Event description:
Healthcare professional reported an injection of juvéderm ultra¿ xc into the patient's nasogenian fold. During injection the syringe "ruptured". No injury was reported. The packaged needle was used for injection. Additional information provided by the physician indicates that when they "inserted the needle into the chinese mustache and when the aspiration was performed the needle exploded, the product was all lost".

Event description:
Additional information provided by the physician indicates that when they "inserted the needle into the (B)(6) mustache and when the aspiration was performed the needle exploded, the product was all lost".

Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device history record (DHR) summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling: precautions for use ¿ if the needle is blocked, do not increase the pressure on the plunger rod but stop the injection and replace the needle. Method of use-posology ¿ juvéderm ultra¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. ¿ remove tip cap by pulling it straight off the syringe as shown in fig. 1. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. 3. If the needle cap is positioned as shown in fig. 4 it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. 5, and pulling the two hands in opposite directions. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level.

Event description:
Healthcare professional reported an injection of juvéderm ultra¿ xc into the patient's nasogenian fold. During injection the syringe "ruptured". No injury was reported. The packaged needle was used for injection.